Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure plus novasure endometrial ablation" on (B)(6) 2014 and device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included hypermenorrhea. Concomitant products included nsaid's since 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced depression ("depression / psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea cramping"), menorrhagia ("hypermenorrhea/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent an ablation and dilation and curettage due to complication from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dysmenorrhea. Concerning the injuries reported in this case the following ones were confirmed in medical records, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure plus novasure endometrial ablation" on (B)(6) 2014 and device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included hypermenorrhea. Concomitant products included nsaid's since 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced depression ("depression / psychological or psychiatric problem: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea cramping"), menorrhagia ("hypermenorrhea/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent an ablation and dilation and curettage due to complication from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dysmenorrhea. Concerning the injuries reported in this case the following ones were confirmed in medical records, menorrhagia. Most recent follow-up information incorporated above includes: on 18-sep-2018: lot number received. On 19-sep-2018: pfs received : event onset date was added. No new clinical information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test" and medical device monitoring error "essure plus novasure endometrial ablation". The patient's concurrent conditions included hypermenorrhea. In (B)(6) 2014, the patient experienced anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("hypermenorrhea/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). The patient was treated with surgery (underwent an ablation and dilation and curettage due to complication from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Reporter added and case updated to medically confirm. Plaintiff demographics and concomitant disease added. Essure indication updated. New events abnormal bleeding (vaginal), mental anguish, depression, essure plus novasure endometrial ablation and patient do not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("hypermenorrhea"). The patient was treated with surgery (underwent an ablation and dilation and curettage due to complication from the essure device). At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.